Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Uf/distributor report no. Mw5055598. A lot history review (lhr) of rezf1320 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation. Device not returned.

Event description:
(B)(6) 2015 reportedly, powerglide midline catheter was inserted into left basilic vein by trained rn. Supposedly, when nurse tried to advance catheter, it met resistance. Allegedly, when she tried to remove the catheter, it would not remove from skin. Is said, per insertion nurse, alleged "failed attempted midline insertion". Supposedly, unable to retrieve needle or catheter from skin. Reportedly, tourniquet in place. When catheter was removed in surgery, it was supposedly found to be twisted and "bunched up". Reportedly, no adverse events occurred related to midline insertion or surgical intervention. Reported reason for use: need for long term IV antibiotic therapy.